Event description:
Procedure performed: lap chole rep was in case. When dr deployed the bag during plunger advancement, the bag detached from the metal ring and fell inside the patient. Bag was did not open and no contents were inside the bag. Bag was fully off of the prongs. The bag was removed from the patient and replaced with a new device. Patient status: no injury. In recovery. Fine type of intervention: the bag was removed from the patient and replaced with a new device.

Manufacturer narrative:
The event product was returned to applied medical for investigation. Upon inspection, engineering noted that the deployment mechanism was deformed at the pawl tip. Based on the condition of the returned unit, it is likely that the reported event was caused when the deployment mechanism was retracted prior to full deployment. This was confirmed by the damage observed on the deployment mechanism. If the device is retracted prior to full deployment, the supports will retract away from the tissue bag and the tissue bag will fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap chole. Rep was in case. When dr deployed the bag during plunger advancement, the bag detached from the metal ring and fell inside the patient. Bag was did not open and no contents were inside the bag. Bag was fully off of the prongs. The bag was removed from the patient and replaced with a new device. Patient status: no injury. In recovery. Fine. Type of intervention: the bag was removed from the patient and replaced with a new device.